Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1, initial reporter email of the initial medwatch report indicates unknown section e1, initial reporter email of the initial medwatch report should indicate (B)(6) stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to an isolated reed switch, sw5. The device was destructively tested and archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.